Manufacturer narrative:
Novocure medical opinion is that a contribution of the transducer arrays to the head injury cannot be ruled out. The fall and cerebral hemorrhage were unrelated to device use. Head injury is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm).

Event description:
A 69-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2025, novocure was informed by the patient's spouse that the patient had been hospitalized following a fall that occurred on (B)(6) 2025. The incident resulted in a secondary head injury, described as an open head wound. It was reported that the fall was not related to device use, although the patient was on optune gio therapy at the time. Optune gio therapy was subsequently paused. On (B)(6) 2025, novocure received additional information indicating that the patient remained hospitalized due to a cerebral hemorrhage. According to the most recent available medical record, during a neuro-oncology follow-up visit on (B)(6) 2025, the patient exhibited right-sided hemiparesis and had a history of multiple falls. Attempts were made to contact the prescribing physician for additional information, but no response was received.